Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal procedural haemorrhage ('haemorrhage') and medical device removal ('coil removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion death) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency hysterectomy and for essure removal). By the time of death, the medical device removal outcome was unknown. The reported cause of death was haemorrhage uterine. The reporter considered medical device removal and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine haemorrhage and hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. This minimal information social media report received as part of a litigation process refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time, during surgery for removal had a fatal outcome due to hemorrhage. Fatal procedural hemorrhage is unanticipated, while medical device removal is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions or drugs, risk factors for surgical complications, timing of exposure to the device, reason for removal, or exact source of the bleeding. Despite the missing information, and although the hemorrhage is most likely not a direct effect of the device, but a procedural complication that may occur in any surgical procedure, considering the surgery was performed for essure removal, causality could not be completely excluded, and the case was assessed as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal procedural haemorrhage ('haemorrhage') and medical device removal ('coil removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion death) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency hysterectomy and removal of essure). Essure was removed. By the time of death, the medical device removal outcome was unknown. The reported cause of death was haemorrhage uterine. The reporter considered medical device removal and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine haemorrhage and hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. This minimal information social media report received as part of a litigation process refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time, during surgery for removal had a fatal outcome due to hemorrhage. Fatal procedural hemorrhage is unanticipated, while medical device removal is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions or drugs, risk factors for surgical complications, timing of exposure to the device, reason for removal, or exact source of the bleeding. Despite the missing information, and although the hemorrhage is most likely not a direct effect of the device but a procedural complication that may occur in any surgical procedure, considering the surgery was performed for essure removal, causality could not be completely excluded, and the case was assessed as serious incident (related). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.